Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged while slitting. The lead was repositioned and remains in use. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead dislodged again and was not capturing. The lead was explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.